Manufacturer narrative:
Correction: b5 add MFR reference for fluid leak plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed abdominal discomfort and was scheduled to have antibiotics prior to hospital admission due to a possible infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain (previously documented as discomfort). A peritoneal effluent fluid culture was obtained and was negative for growth; however, a cell count revealed an elevated white blood cell (wbc) count of 460 u/l. The patient was treated as an outpatient (never hospitalized) with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the cause of the peritonitis is unknown, however it coincides with the reported fluid leak in MFR report number (B)(4). The patient is recovering from the events and has resumed ccpd for rrt utilizing the replacement cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and discomfort, which warranted outpatient antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown; therefore, causality cannot be established. However, the presentation of the abdominal pain, discomfort and peritonitis coincide with the fluid leak event(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of established causality, culture results and proximity of events, there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the events. Furthermore, the patient¿s liberty cycler set was not returned to the manufacturer for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed abdominal discomfort and was scheduled to have antibiotics prior to hospital admission due to a possible infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain (previously documented as discomfort). A peritoneal effluent fluid culture was obtained and was negative for growth; however, a cell count revealed an elevated white blood cell (wbc) count of 460 u/l. The patient was treated as an outpatient (never hospitalized) with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the cause of the peritonitis is unknown, however it coincides with the reported fluid leaks. The patient is recovering from the events and has resumed ccpd for rrt utilizing the replacement cycler.